Event description:
A physician reported that when the box for a model uv65a anterior chamber lens was opened the haptic was broken. There was no pt contact with the lens. Attempts to retrieve the lens for investigation have been unsuccessful as of 4/6/98. A batch review has been requested.